Event description:
Additional information received from the hcp reported that the patient would be scheduled for a reprogramming session. Further information was not available.

Manufacturer narrative:
Product ID: 39565-65, lot# v570963029, implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced periodic shocking in her feet since reprogramming was done. Overall the pain control was better with the program, but the shocks were not good. It was not a steady occurrence, but disconcerting when it did happen. Additional information has been requested, but was not available as of the date of this report.